Event description:
The nurse was not able to flush the kangaroo feeding pump circuit. After changing the feeding pump circuit, then nurse was then able to perform the necessary prime. Biomedical engineering retested the flush circuit on 3 tubing sets that were identified as faulty by nursing. We were able to reproduce the fault with the prime circuit. We determined that the valve that switches between the flush and feed circuit was stuck. The valve was manually freed with a screwdriver -- it was very difficult to move. Once the valve was freed up, the circuit worked properly. A possible cause may be that some part of the manufacturing process caused some fusion between the 2 plastic valve parts. There was obviously enough resistance with these 3 sets to not work with the available torque of the valve control circuit in the kangaroo feeding pump.